Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp underinfused. At the end of the expected therapy time, 500ml of solution had not been infused. The infusion of cyclic parenteral nutrition and a central infusion solution was programmed from 9 a.m. To 4 p.m. At 100 ml/h then 6 a.m. To 8 a.m. 50 ml/h then stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.